Manufacturer narrative:
. Section b3: date of event: october 2022 (date article published). Section d6b: if explanted, give date: not applicable, as the lens remains implanted and there was no indication that the lens was explanted. Therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. (B)(6) (2022). "Tass after cataract surgery". Modernoptomoetry. Https://modernod.com/articles/2022-oct/tass-after-cataract-surgery an attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one day after the patient underwent uncomplicated cataract surgery and the implantation of the intraocular lens (iol) in the left eye (os), an examination revealed 1+ limbus-to-limbus corneal edema, a hypopyon smaller than 1 mm, 3+ cell, and fibrin in the anterior chamber that extended across the pupillary margin. Trace, diffuse conjunctival injection was present. The iol was well centered. The patient had no complaints and reported no ocular pain or irritation. Toxic anterior segment syndrome (tass) was the leading diagnosis based on the patient¿s presentation. Therapy with moxifloxacin 0.5% and ketorolac 0.4% three times daily was continued, and the dosing frequency of prednisolone acetate 1% (pred forte ophthalmic suspension, allergan/abbvie) was increased to hourly. Preoperatively, the patient¿s uncorrected visual acuity (ucva) was 20/80, best corrected visual acuity (bcva) was 20/40, and intraocular pressure (iop) was 16 mm hg. The target refraction was plano. The patient¿s systemic and ocular history were unremarkable. On postoperative day two the patient¿s ucva was 20/30 os, and iop was 19 mm hg. The patient reported adhering to the prescribed topical therapy and stated that vision had improved and no pain was being experiencing. An examination revealed trace limbus-to-limbus corneal edema, diffuse conjunctival injection, and 3+ cell. The fibrin had resolved, and there was no visible hypopyon. The patient was advised to maintain the prescribed drug regimen and to return in three days. Five days after surgery, the patient¿s ucva was 20/30 os, bcva was 20/20- with a manifest refraction of -0.75 +0.75 x 117º, and iop was 16 mm hg. The patient reported adhering to the prescribed topical therapy and stated that vision was stable and no pain was being experiencing. An examination revealed trace cell and resolution of the stromal edema. The patient was advised to continue treatment with ketorolac 0.4% three times daily, to continue treatment with moxifloxacin 0.5% three times daily for three more days and to then halt the drug, and to taper the prednisolone acetate 1% to three times daily for three weeks. The patient underwent uncomplicated cataract surgery on the right eye one week later. The patient¿s left eye was monitored for one year at four-month intervals. The patient experienced no iop elevation, and bcva remained stable. Observation was extended to six-month intervals, and stability has been maintained thus far. Through follow-up with the authoring surgeon, it was reported that the surgeon was not the implanting doctor for the case, but did see the patient post-operative, however does not remember the details of the event. The surgeon does not think the tass was related to the iol. No further information was provided.